Event description:
It was reported that during a knee scope procedure, it was observed that the 4k c-mount endoscope, mitek lock 30 degree x 4 mm x 167 mm device was cracked. During in-house engineering evaluation, it was determined that the device was broken/fractured. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Tthis report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. Investigation summary :both photo and the complaint device were received and evaluated. Photos were provided for review, however the photos only show part and serial number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. The complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : device fractured, functional : damaged connector, visual : corrosion/rusting/pitting. Per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review : manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. H6: the investigation has been updated to reflect the correct information. Therefore, the medical problem code and component code have been updated accordingly. H6: g07002 was used to capture optical g05. Investigation summary : the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, distal tip. Distal tip damaged. Optical system, optical components. Broken lenses in optical system. Cosmetic issue. Rust/discoloration. Broken (2+ pieces) : device fractured, functional : damaged connector, visual : corrosion/rusting/pitting. Per service reports, this complaint can be confirmed. The optical, tube were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.